Event description:
It was reported that the patient experienced a shocking or jolting sensation. They experienced the shocking sensation several months ago and the patient wanted to know if their device had been recalled. It was noted that the patient denied any falls or trauma. The patient had turned their device off. It was reported that the patient had not gone to their health care provider (hcp) yet because they were diagnosed with cancer and had been dealing with cancer.

Manufacturer narrative:
Concomitant products: product ID 3093-33, lot # v552443, implanted: (B)(6) 2010, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).